Event description:
It was reported that the device was explanted due to unk reasons. Implant duration and date of explant are unk. No further info was provided. Info received from implant pt registry.

Manufacturer narrative:
Device not returned.